Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic proctectomy, on the second firing of the rectum resection, the devices jaws were articulated by the surgeon, he tried to fire the device, but it could not be fired. They replaced the cartridge and the handle with a new one to complete the case and resolve the issue. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. Medtronic, inc. (Medtronic) is submitting this report to comply if information is provided in the future, a supplemental report will be issued.